Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly, the implant could be palpated whilst implanted, which indicates an inadequate fixation of the device. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient noticed about 3 weeks ago that she had no percept of sound with the device on the right side. She also reported soreness in the area of the device when she wakes up in the morning. During examination, when the implant site was palpated, the stimulator body could be felt moving. No changes in overall health, accident or trauma have been reported. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient noticed about 3 weeks ago that she has no percept with the device at the right side. She also reports soreness in the area of the device when she wakes up in the morning. No incident of accident or trauma has been reported.